Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The manufacturer representative (rep) reported that there was a recharging issue, poor coupling with the recharging. The patient had difficulty/unable to charge, they were only getting two bars. They were able to communicate with another external device. The patient was not having any issues connecting with the programmer or recharger. Attempting antenna locate feature, did not resolve. The rep could get a range of 50-60 between baseline and the top number. There was a mention of a possible flip and x-rays recommended. There was swelling, the patient was just implanted and there was swelling at the pocket area. There were no other symptoms reported. The rep reported he was meeting the patient in office on (B)(6) 2015. The image had no leads attached; however, this is the image when a pa x-ray is performed. If the ins itself has not rotated, vs. Not flipped, the leads would be coming out toward the spine with a left buttock implant. However, if the ins has rotated in the pocket you must note the leads coming out of the ins in clockwise direction. The patient was having a revision surgery on (B)(6) 2015 at 4 pm. Additional information reported the battery was inserted wrong side out. The hcp flipped it to the proper position. This was communicated to the patient and she stated she was easily able to recharge her device now. If additional information is received, a supplemental report will be submitted.